Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, skin discoloration and dizziness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, dizziness and skin discoloration: 6. Adverse events a. Us pivotal study of juvéderm vollure¿ xc the severity and duration of all isrs reported by > 5% of subjects who completed post-treatment diary forms after initial treatment are summarized in table 1 and table 2, respectively. Subjects reported the severity of their isrs as mild, moderate, or severe. Most of the individual isrs were mild to moderate in severity and lasted less than 1 week after initial treatment, asymmetry correction, and repeat treatment with juvéderm vollure¿ xc; some of the isrs lasted 8-30 days. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. The incidence of isrs reported after the asymmetry correction/repeat treatment was generally lower than that reported after initial treatment (table 3). Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. In general, aes at the nlfs were mild or moderate in severity for both products, with 49.1% (27/55) mild and 29.1% (16/55) moderate for juvéderm vollure¿ xc. Some aes at the nlfs were severe (21.8%, 12/55). The majority of the aes at the nlfs required no action to be taken (94.5%, 52/55) and resolved without sequelae (98.2%, 54/55). Aes at the nlfs after initial/touch-up treatment that required treatment included swelling treated with antihistamines and nsaids, injection site erythema treated with antibiotics, and skin mass that was biopsied and treated with steroids. One subject had mild injection site swelling that occurred after initial/touch-up treatment and was ongoing at the end of the study. This ae did not require treatment. Three adverse events at the juvéderm vollure¿ xc nlfs occurred weeks to months after the injection procedure. These events included mild swelling, moderate skin mass, and severe itching. Swelling was treated with fexofenadine hydrochloride and ibuprofen, the skin mass was treated with triamcinolone, and the itching did not require any treatment. All 3 events resolved without sequelae. All asymmetry corrections (if needed) and repeat treatments were performed with juvéderm vollure¿ xc. In general, aes at the nlfs after asymmetry correction/repeat treatment were similar to those after initial/touch-up treatment. Within the juvéderm vollure¿ xc randomization group, after asymmetry correction/repeat treatment, 20 aes were reported in 10.8% (10/93) of nlfs, with the most common ae being injection site induration (firmness) in 7.5% (7/93) of nlfs. All other aes occurred in < 5% of nlfs and included injection site mass, pain, bruising, erythema, discoloration, and swelling. A majority of the aes after asymmetry correction/repeat treatment in nlfs originally treated with juvéderm vollure¿ xc were mild (20.0%, 4/20) or moderate (45.0%, 9/20) in severity, required no action to be taken (100%, 20/20), and resolved without sequelae (65.0%, 13/20). Some aes after asymmetry correction/repeat treatment were severe (35.0%, 7/20). After asymmetry correction/repeat treatment, seven aes were ongoing at the end of the study and included injection site induration, mass, swelling, bruising, and discoloration. These aes did not require treatment. There were no serious adverse events related to the treatment reported in the study. On the validated recovery early symptoms module of the face-q questionnaire, the majority of subjects reported feeling not at all or only a little bothered by all 17 symptoms 3 days after initial treatment with juvéderm vollure¿ xc. Subjects reported less discomfort (9.9% for juvéderm vollure¿ xc vs 25.7% for control), tenderness (11.5% vs 30.5%), soreness (10.8% vs 28.9%), and swelling (15.1% vs 40.0%) after treatment with juvéderm vollure¿ xc compared to treatment with the control. For all other symptoms (bruising, tightness, numbness, stinging, burning, throbbing, tingling, itching, tired, feverish, lightheaded, headaches, and pain), subjects reported similar results between juvéderm vollure¿ xc and control. B. European clinical study subjects were monitored throughout the study for any adverse events (aes) by the investigator. Aes that were related to the study device/procedure were recorded. Expected aes, listed in the directions for use (dfu), were only reported as aes if the events were assessed to be more severe or more prolonged than routinely observed. After repeat treatment, subjects completed a 30-day safety diary to record the severity and duration of any injection site responses (isrs). No device/procedure-related ae was observed after the initial/touch-up treatment. Forty-one subjects completed the 30-day safety diary after repeat treatment. The most frequently reported isrs in the diaries were swelling (87.8%, 36/41), firmness (80.5%, 33/41), and tenderness to touch (78.0%, 32/41). The majority of isrs were mild or moderate and resolved within 3 days (table 5). One device/procedure-related ae was observed after repeat treatment. The subject experienced redness around the mouth, swelling, and lower sensibility requiring treatment with corticoid ointment; the ae symptoms resolved in 51 days.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift® with lidocaine in the tear troughs. Patient also had a previous tear trough treatment done with juvéderm® volbella® with lidocaine at another office by another injector months prior where there was "a little sausage of product under left eye" which the healthcare professional had blended with their injection. On the next day, the patient came in for a review for swelling. About 2 weeks later, the patient came in for another review and was very happy with the injection. Nine days later, patient woke up and had developed erythema and edema on the left eye. Patient was treated with clarithromyacin, minocycline and loratidine. A week later, the patient complained of dizziness and was seen by their general practitioner who ordered a CT scan of the sinuses. Two days later, the patient was seen by a physician and continued treatment with antibiotics. Another 2 days later, the patient was reviewed again by the healthcare professional. The redness and swelling had settled, but the patient "still has some discolouration" which was considered to be permanent damage. This is the same event and the same patient reported under MDR ID #3005113652-2017-01010 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift® with lidocaine, also a device manufactured by allergan.